Event description:
It was reported the during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was in-stent restenosis of a non-bsc-device located in an unknown vessel. The quantum maverick balloon was inflated to 12 atms during the first inflation. During the second inflation, the physician attempted to inflate to 20 atms, at which point the balloon ruptured. The balloon was removed intact. The procedure was completed with another device. No patient complications were reported. Patient condition is reported as "good".

Manufacturer narrative:
(B) (6). The complaint device was not returned to bsc for analysis. Return of the complaint device may have aided in attempts to confirm the reported events and root cause determination. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).